Event description:
The customer reported an antibiotic piggyback emptied at a much faster rate than expected and biomed testing determined that the back-check valve in the primary set appeared to have failed. Event occurred on ob patient who was transferred to micu. It is not know if the set that failed was placed on the pt while she was still in ob or if it had been started after the pt was transferred. There was no report of pt harm or medical intervention was required. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the evaluation is pending. A follow up report will be submitted once the failure evaluation has been completed.